Manufacturer narrative:
Concomitant medical products and therapy dates: (B)(6) 2010: tgt3115/7645952, tgt3115/7667099. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tg2815/06790860, tgt3115/7645952, and tgt3115/7667099). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, an endoleak of indeterminate origin was reported. On (B)(6) 2010, the patient was discharged. The endoleak reportedly persisted and was being monitored. The diameter of the aneurysm was 66 mm. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the aneurysm was 64 mm. The endoleak was reportedly resolved, and no issues were reported. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm enlarged to 71 mm. No endoleaks were reported. The physician elected to monitor the patient. No further information is available.